Event description:
The patient came to the orthopedic clinic for a planned return visit for dressing of a previously debrided wound plantar abscess. Wash with prontosan. No other drugs introduced in the near term. About 10 minutes after washing is added a redness on the ipsilateral lower leg that spreads to the trunk face and forearms. Paraesthesia in the hands and feet, nausea and vomiting. Loss of consciousness when putting pat up. Low saturation, no depth, no obstructive noise. The emergency team is called, taken to the emergency room. Receiving betapred and antihistamine, improvement in the ER. No need for adrenaline. Expected to be admitted for observation. The patient was observed in the ward overnight and discharged the following morning.

Manufacturer narrative:
This report has been identified as b. Braun medical ag internal report number (B)(4). The instruction for use (IFU) of the product has been checked and the following side effects are listed: "in very rare cases, there may be a mild burning sensation after application of prontosan®, but this usually dissipates after a few minutes. Prontosan® can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported." The product quantities sold in 2023 for prontosan solution were over 7.0 million. There is no evidence of a trend. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.